Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and pelvic infection ("infection (other) describe: pelvic") in an adult female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bacterial vaginosis. Concurrent conditions included obesity, menses irregular, paratubal cyst and vaginal burning sensation. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: recurrent bacterial vaginosis") with vaginal discharge, migraine ("migraines / headaches"), nausea ("nausea"), rash ("rashes or skin conditions type: rashes") and weight increased ("weight gain/loss specify: weight gain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain/cramping") and dysuria ("burning with urination"). The patient was treated with phentermine, antibiotics and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, nausea, rash, weight increased, abdominal pain lower and dysuria outcome was unknown and the bacterial vaginosis had resolved. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: procedure was performed and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, dyspareunia. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, infection (bladder/ urinary tract/vaginal) type: recurrent bacterial vaginosis, infection (other) describe: pelvic, migraines / headaches, nausea, pain, rashes or skinconditions type: rashes, vaginal discharge, weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and pelvic infection ("infection (other) describe: pelvic") in an adult female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bacterial vaginosis. Concurrent conditions included obesity, menses irregular, paratubal cyst and vaginal burning sensation. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: recurrent bacterial vaginosis") with vaginal discharge, migraine ("migraines / headaches"), nausea ("nausea"), rash ("rashes or skin conditions type: rashes") and weight increased ("weight gain/loss specify: weight gain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain/cramping") and dysuria ("burning with urination"). The patient was treated with phentermine, antibiotics and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia, migraine, nausea, rash, weight increased, abdominal pain lower and dysuria outcome was unknown and the bacterial vaginosis had resolved. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: procedure was performed and patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.